Manufacturer narrative:
The li-ion battery in complaint was not returned for investigation. Therefore, a physical investigation could not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported the li-ion battery (B)(4) has a broken finger latch. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.

Manufacturer narrative:
The customer reported complaint for a broken latch was confirmed during visual inspection. The root cause of the reported issue was due to user mishandling. Visual inspection was performed and a broken finger latch was observed. The battery was displaying four green leds when received. Due to the nature of the complaint, further functional testing and battery archive review were not necessary.